Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6. Type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common causes of regurgitation during device implantation include device distortion occurring before or during implant; device interaction with patient anatomy or other devices; leaflet damage occurring before or during implant; typically, the above factors may occur during the procedure due to patient anatomical factors and/or other procedural difficulties even if the device is used within specification and within acceptable medical practice. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted at implant to perform mvr due to worsening mr and pulmonary hypertension. A 25mm 11500a valve was implanted in replacement. Per medical records, the patient initially underwent avr with a 25mm inspiris valve with aortic root debridement and reconstruction with pericardial patch. Post-bypass tee showed prosthetic av with no paravalvular leak but worsening mitral valve regurgitation and pulmonary hypertension. Due to the fragile tissue of aortic root/annulus which was reconstructed, a decision was made to explant the lnspiris valve to perform the mvr. A 31 mm mitris valve was implanted and a small resection of the septal muscle was performed. A new 25mm inspiris valve was implanted. Postoperative tee showed a well-seated av and mv without any paravalvular leak. The patient was transferred to ICU in stable condition. On pod# 5, patient required ddd permanent pacemaker implant. The patient was discharge to home on pod#7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.